Manufacturer narrative:
A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a laser issue during a laser assisted cataract surgery. It was noted that the laser had to be shut down and restarted a few times. The patient was referred to a retina specialist due to retained lens fragment but could not be for sure if it was retained due to the laser. Additional information received states that the patient is doing fine and did not require and additional surgical intervention.